Event description:
Device was successfully implanted on 7/26/95. On 9/30/96 the pt was readmitted for dysphagia. An egd on 10/1/96 showed the lower end of the stent was implacted into the tissue in the fundus of the stomach and that there was a pressure ulceration. The pt died on 10/14/96.